Manufacturer narrative:
Qn# (B)(4). Additional information received from the customer indicates "there was no desaturation of patients in intensive care because they are monitored and looked after very closely. As soon as the nursing teams noticed that a balloon was deflating or was deflated, the nurse immediately changed it in order to anticipate desaturation." Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section f.10.-health effect impact code corrected to 2199.

Event description:
It was reported that: "the cuff deflated when patients were positioned in prone position". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 200 samples were taken from the current production (material # 00001-12 lot # 3125514); the samples were visually inspected and issue reported "leak - gas leak - other" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the cuff deflated when patients were positioned in prone position". No patient injury or harm reported. Patient condition reported as "fine".